Event description:
The customer reported that the system displayed a transducer failure error message followed by an uncommanded shut down and a burning smell. There is no report of patient injury.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The battery charger and batteries were replaced. The system was then found to be operating as intended.